Event description:
It was reported to siemens that an adverse event occurred while operating the artis zeego system. The customer reported no image on the large display after system start up. Further information was provided that the patient passed away. At this time, there is no causal relationship between the death of the patient and the system behavior. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. According to log file analysis the system was running and in working order on the morning of (B)(6) 2022. After a restart of the system, which was conducted before the start of the procedure, the system came up in bypass fluoro mode and no image was displayed on the main display. After about 3 hours the customer tried to resolve the issue by restarting the system, however as no power cycle was performed, the system remained in bypass mode. After another hour the user performed a power cycle of the system. Afterwards, the system recovered and was in working order. Corresponding descriptions can be found in the instruction for use (IFU) of the respective system under the chapter "troubleshooting" for handling this kind of failure scenario. For this specific scenario the user is advised to restart the system or perform a power cycle. Upon investigation the involved customer service engineer (cse) checked the system, analyzed the log files as well as troubleshooting. A defective power supply unit of the mdm was identified. The mdm problem could be confirmed in the log file analysis. After exchange of the mdm (multi display manager) the problem did not reoccur. The spare parts consumption was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. According to a statement provided by the physician of the hospital, a causal relationship between the issue and the patient's death is improbable. Furthermore, the investigation could not show a direct causal relationship between the patient's death and the issue of the system.